Manufacturer narrative:
Initial reporter name and address: reporting institution phone number -(B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from customer biomed reporting the touch screen was not functioning properly on the v60 ventilator. Device usage was not provided; it is unknown if the device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with biomed and reported the touch screen was inactive on half of the screen. The touch screen was successfully calibrated in diagnostic mode. The device returned to full functionality after the calibration was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.